Event description:
It was reported that the ureteral access sheath was used during a procedure of calculus removal in calyx. A fibrous foreign material was found in the kidney. Then, the foreign material was removed with an endoscope. The facility requested to confirm if the foreign matter was derived from the ureteral access sheath.

Manufacturer narrative:
The reported event is unconfirmed. The evaluation report of the returned sample, submitted by futurematrix interventional, states that the large piece of foreign matter does not match the size of the small scratch inside of the sheath on the liner. The foreign matter was inspected under 7x magnification. The strand is flat and not rounded and is not jagged on the sides which indicates it was not torn. The foreign matter does not resemble anything used in any other manufacturing process at biomerics (futurematrix interventional). The report also states that the lot is 100% inspected at final packaging for any foreign matter with zero defects noted. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: directions for use: 1. Activate the hydrophilic coating by placing the dilator and sheath components into saline or sterile water. Place an 0.035" (0.889mm) or 0.038" (0.965mm) guidewire into the ureter using standard endourology techniques. 2. Ensure the dilator lock is securely engaged with sheath hub prior to insertion. 3. Insert the guidewire into the tapered end of the dilator/sheath assembly and gradually advance the assembly into the ureter. Note: placement of the assembly can be verified using fluoroscopy or radiographic means. 4. While maintaining sheath position, disengage the dilator lock from the sheath hub to gently remove the dilator. Do not advance sheath without the dilator in place. Note: suture holes are provided on sheath hub for securing externally, if desired. 5. An endoscope and/or related instruments can now be used through the ureteral sheath as needed. 6. If desired, irrigation can be applied using the luer connector on the dilator. 7. Upon completion of the access procedure, gently withdraw the device. 8. Discard the device in accordance with hospital procedures and with applicable laws and regulations. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral access sheath was used during a procedure of calculus removal in calyx. A fibrous foreign material was found in the kidney. Then, the foreign material was removed with an endoscope. The facility requested to confirm if the foreign matter was derived from the ureteral access sheath.